Event description:
It was reported that three (3) em2400 valve sets were leaking unintended medication into the solution bag. This issue was further described as, ¿during compounding tpn they noticed the solution turned cloudy ¿like fat had been infused¿ and may have been due to reflux out of a port¿. The issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 30, 2022 - march 31, 2022. H10: the actual devices were not available; however, eight (8) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on 1 randomly selected sample of each cavity (cavity a and cavity b valve sets) of the same lot which observed a leak from port 2 of both samples. The valve set was then analyzed at various points throughout the prime and verify process and pump calibration process. A port 2 leak was verified when the fluid pathway was flushed of both samples. An additional leak was verified at port 2 during the pump calibration process of both samples.the reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.